Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to a dislocation. The patient complained of prosthesis being dislocated. The surgeon confirmed it. A thicker, more constrained insert was needed.